Event description:
It was reported that the hub plate/cannula connector had detached from the infusion set and the teflon remained attached to the customer's skin.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.